Event description:
A male with history of breast cancer s/p mastectomy, hernia repair, cholecystectomy admitted for 1t foot swelling. Lower extremity duplex revealed recurrent dvt - 1t pop & posterior tibial veins, patent iliacs & vena cava - while on coumadin ivc filter placed and pt was discharged home. Pod 9 presented to the clinic with b/1 leg swelling and a repeat lower extremity duplex showed ivc thrombosis. Dates of use: 2000 - 2008. Diagnosis or reason for use: recurrent lower extremity dvt while on coumadin.